Event description:
Cardiac catheterization was completed without complications. Starclose closure device was used for arterial hemostasis. The device was successfully deployed and was obtaining hemostasis, but staff was unable to remove the delivery system with a reasonable amount of force. The physician was uncomfortable with further attempts to remove the device, and the manufacturer representative was contacted. The rep. Provided instructions for removal of the device by placing downward stabilizing pressure at the arteriotomy site, while pulling the device until it was successfully removed. These instructions were followed by the md, and the device successfully removed without injury or trauma. The patient's groin was intact without bleeding or hematoma, and distal pulses of the affected extremity remained unchanged from the pre-procedure assessment.